Manufacturer narrative:
(B)(4). The instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an employee cut his/her hand getting the instrument ready to wrap and sterilize. When pulling the handle open, his/ her finger on the right hand got caught in between the groove on the handle and the release knob on the instrument. Employee went to the emergency room and was treated for the cut.